Manufacturer narrative:
Siemens healthcare diagnostics inc. Is investigating the cause of the discordant high prothrombin time (pt) / international normalized ratio (inr) patient result that was generated on the cs-5100 analyzer.

Event description:
A discordant high prothrombin time (pt) / international normalized ratio (inr) patient result was generated on the cs-5100 analyzer. All qc recovery was acceptable. The initial pt/inr patient result generated a pt of 134.8 seconds / inr (calculated) 12.37 (with 0000.0000.1100 "vial qc has not performed" flag). This result was not reported to the physician. The same sample was re-tested 3 times (repeats 1-3) on a different system (cs-5100) and generated: (B)(6). The repeat results corresponded to the medical condition of the patient. Only the results from repeat 3 were reported to the physician. There was no known impact or adverse health consequence to the patient due to the discordant high pt / inr result as the initial pt / inr result was not reported.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (9610806-2017-00048) on april 6, 2017. April 7, 2017 - corrected information: this MDR (9610806-2017-00048) was a duplicate of MDR 9610806-2017-00042 which was filed on march 28, 2017.